Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity), a penumbra system 3d revascularization device (psr3d), a neuron max 6f 088 long sheath (neuron max), and non-penumbra coils. During the procedure, the physician advanced the jet7, velocity, and guidewire into the target vessel. Subsequently, the guidewire was removed and the psr3d was advanced through the velocity towards the clot. The velocity was then removed followed by the psr3d. The jet7 remained in the vessel and the physician performed an angiogram by delivering contrast through the jet7. It was then reported that the first pass was complete. The same devices were then used in the same manner to begin making the second pass. However, after removing the psr3d during the second pass, the physician realized that the jet7 was kinked approximately 1-1.5 inches from the distal tip. An angiogram was then performed, and the physician visualized that contrast was not flowing beyond the carotid cavernous. Additionally, the physician visualized punctures in both the jet7 and in the internal carotid artery (ica). Therefore, the jet7 was completely removed from the patient. Upon removal, it was noted that the jet7 coil wind was protruding from a hole in the distal end of the catheter. The physician then performed an emergency carotid vessel sacrifice using embolization coils. The procedure was successful and the patient is currently recovering.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is retained by the hospital and is not available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). Please note that the following section is being updated based on additional information provided by a penumbra sales representative on (B)(6)2020 : 1. Section b. Box 5. Describe event or problem please note that the following section is being updated based on additional information provided by a penumbra sales representative on (B)(6)2019 : 1. Section g. Box 3. Report source potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, vessel spasm, thrombosis, dissection, or perforation, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity), a penumbra system 3d revascularization device (psr3d), a neuron max 6f 088 long sheath (neuron max), and non-penumbra coils (stryker). During the procedure, the physician advanced the jet7, velocity, and guidewire into the left internal carotid artery (ica). Subsequently, the guidewire was removed and the psr3d was advanced through the velocity towards the clot. The velocity was then removed followed by the psr3d. The jet7 remained in the vessel after the first pass was completed and the physician performed an angiogram by delivering contrast through the jet7. Limited reperfusion was noted. Following the completion of the second pass, angiographic imaging revealed that both the distal end of the jet7 and the ica were punctured, and contrast was emerging from a hole at the distal end of the jet7. Upon removal, the physician noted a kink and fracture approximately 1-1.5 inches from the distal tip with coil wind protruding from the hole at the distal end. The physician then performed an emergency vessel sacrifice from the cavernous segment of the left ica down to the cervical segment using embolization coils. The procedure was successful, and the patient is recovering.